Manufacturer narrative:
Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.

Event description:
End user reports he "is not new to cathing or this catheter. He has been cathing for 4 yrs following a turp surgery from bph and afterwards he could not void. He states his md found out his "bladder shrank" the doctors don't know why and he needed a bladder augmentation which he had done. He caths through his native urethra about 6-7 x a day for residual urine as he is able to void a lot as well. He said he received these catheters in his past order and after usual activation, he went to use it. As he was about to insert it into urethra and he moved the sleeve sliding it downwards along the catheter and it "felt rough" he looked close and" I think it looked like little letters, #s, symbols about 8 inches from the tip about 3/4 inches long, it felt raised and I did not use it." He continued... "Later in the day I found another one not quite as bad but had the same thing what looked like #s of symbols raised on the catheter itself." So far he found 3 like this he has not used in a 24 hour period from 2 different boxes of the same lot. He said he used others from these boxes that did not have this defect at all as he has been checking. He said the raised parts look a little lighter than the color of the catheter more white, it could be because the raised parts look to be a different color he said but it could be the same material as the catheter. He noted this is not the little white softer substance he has noted on the catheter before as part of the hydrophilic coating after activation as these are distinct letters/#s symbols he is seeing. He said it is hard for him to see this defect through the packaging, it is more felt and one has to look very closely to see it. Of note, he said he isn't sure if this had anything to do with some blood he noted in the past a few weeks ago while cathing that was light and stopped quickly without intervention. "Maybe it caused it, maybe not" he said if he inadvertently used one like this before noting this defect. At the time, he said he noted a little on and off bleeding with cathing for a few days and once a clot and a string behind it. Bleeding stopped quickly without intervention. He states he has had occur on and off since starting to cath - small amounts of bleeding with cathing as he said he still has an enlarged prostate and will sometimes meet resistance there. His md is aware, no interventions."

Manufacturer narrative:
Device 3 of 3. D2: sex: male. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Investigation: a batch record review was conducted resulting in the following: -lot was packed on packaging machine p020 in february 2023 in amount (B)(4) pcs. - no nc raised during production of lot. - no nc related to sterilization. - review of the DHR showed that all relevant tests required during the manufacturing ,packaging and sterilization process and final product release had been fulfilled and met the requirements. - no record related to issue in question was recorded in logbook. - parameters were adjusted as required within the validated window. 5 samples were received and tested - visual inspection according to g805311 ver.27.0 section 5.12 point 5.12.8 irregularities and foreign bodies was carried out. The samples did not meet the test requirements. The presence of unknown material on them was detected. Several complaints were received in the past related to mc uca-pmc07.02 catheter shaft, balloon, tip or eyelets too rough/jagged edges or too sharp but they cannot be taken into trending as the complaint issue is different as reported in this case. Those different complaint issues are related to sharp tip or eyelets, ridge/rough place near tip of end. Review of complaint data was carried out and no another complaint that could be linked to the issue in question was received within past 12 months. Calculation of aql performed based on sop-001128 ver3.0. Severity of the issue is taken from the relevant complaints. Within the above mentioned complaint no harm was reported, severity rating 4 was assigned. Simulation of the defect on packaging line p020 was carried out by technician. With implementing higher welding temperature as required per machine card ga06159 ver 6.0 the defect was replicated. There was small particles of pouch paper lacquer transferred on catheter only on several catheters on the same please as detected on received samples. Because of using new amcor paper on package line p020 for gentlecath glide male and female catheters the welding temperature has been changed from april 2023 as follows: welding temperature: minimum from 150 [°c] to 140 [°c]; nominal from 155 [°c] to 147 [°c]; maximum from 160 [°c] to 155 [°c]. This change should exclude this issue occurrence. Lot in question was produced before this change. According to sop-001128 aql limit for critical defects / product class I is 0,65. Counted 5 defective pcs equals aql 0,002. The aql is below required aql 0,65. Conclusion made on crb meeting held on 15-dec-2023: based on above crb attendees took a decision that the issue occurrence isolated. No further actions are required. The issue will be continued to be monitored. This issue will be monitored through the post market product monitoring review process, sop-000741. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.